Event description:
Philips evaluated the device and confirmed the failure.

Manufacturer narrative:
The customer reported that multiple buttons on the defib did not work. Philips evaluated the device and confirmed the failure. The device was repaired by replacing the bezel assembly. The device passed all testing and was returned to service.